Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, we will submit and updated report. (B)(4).

Event description:
It has been reported that the pt received a zimmer mmc cup 56m/48mm code n on (B)(6) 2010 and is currently being monitored because of pain and has been presumed due to loosening of the cup.